Event description:
Information received indicates the bed continues to roll after the brake is set.

Manufacturer narrative:
The technician found the brake block assembly was worn. He rebuilt the brake block assembly to repair the bed.